Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the procedure was being performed on a female pt in respiratory distress. The physician was trying to exchange a central venous catheter (cvc) over-the-wire in the pt's subclavian when the spring wire guide (swg) would not thread. As a result, it was removed. Upon removal, they noticed the swg had frayed, but was removed intact. Additional info received from the sales rep on 10/26/2010, stated they first attempted to insert the catheter into the pt's right subclavian. It was noted the pt had many health complications. Reference MDR #1036844-2010-00340 for the second event involving the same pt.